Event description:
Customer reported she was hospitalized for high blood glucose of unknown level. Customer was not in a car accident. Troubleshooting was performed. Customer was treated at the hospital with insulin and fluids. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer did not have tubing clamp unable to do high pressure test. Customer was advised to change entire set; cannula was not bent or occluded. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.